Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'shutdown' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the contact pins. Device was deemed unserviceable for the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module shutdown. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.